Manufacturer narrative:
Section d5 operator of the device of the initial medwatch report indicates: blank section d5 operator of the device of the initial medwatch report should indicate: health professional

Event description:
The customer contacted physio-control to report that their device locked up when attempting to perform a self test. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer advised physio-control that the device was sent to a third party for repair. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device locked up when attempting to perform a self test. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up when attempting to perform a self test. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There was no report of patient use associated with the reported event.